Event description:
A 25 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in may 2001. Aneurysm size, artery calcification and artery tortuosity at the time of implant are unknown. It was reported that the pt had not had a follow up since the initial implant. The pt was presented at the hosp with abdominal tenderness. The CT scan showed that the aneurysm was greater than 7 cm, and that there was a type I endoleak at the right common iliac artery. The physician implanted an iliac limb in 2004. The hypogastric was covered and the stent graft system was extended all the way to the external iliac artery. No clinical sequelae were reported, and the pt is reported to be fine.